Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer reported they were not maintaining the AED. The customer did not report this occurring during patient use.